Event description:
Reporter alleged the customer took 35 units of lantus and 2 units of humalog, ate breakfast, and was unresponsive about 2-4 hours later. Reporter alleged the family called 911 and then obtained a discrepant blood glucose result of 279 mg/dl on the advantage system compared back to back with a result of 50 mg/dl and another result less than 50 mg/dl on the emt's meter when testing was performed less than 10 minutes apart. Reporter stated the emts treated her with a glucose IV and took her to the hospital where she stayed for the night and was given food and insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the strips were discarded, and so no product will be returned for evaluation.